Manufacturer narrative:
Due to character limitations e1 (site name and tel #) (B)(6) hospital, (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had an alarm loop leak. There was no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse reported that there was a fault with the pim. Fse replaced the pneumatic module assy, rohs (d997-00-1178). The unit passed all functional and safety tests.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an alarm loop leak during inspection. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4; g6; h6 investigation findings, investigation conclusion, health effect impact code. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse reported that there was a fault with the pim. Fse replaced the pneumatic module assy, rohs (d997-00-1178). The unit passed all functional and safety tests.

Event description:
N/a